Event description:
It was reported that the customer experienced ongoing intermittent bg value¿s displayed as "low"; however, specific value was not provided. Cause of low bg was unknown. Customer consumed carbohydrates to address bg.